Manufacturer narrative:
The salesforce case (B)(4). Showed that the field service engineer (fse) went on site and removed the bedside monitor and pulled the logs. The fse response indicated the pic ix device is currently functioning as expected, but bedside monitor has a delay in the alarms. The fse concluded that this event was caused by a configuration issue between the two devices. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. The fse concluded that this event was caused by a configuration issue between the two devices. The device was operational after configuration repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a failure to sound a bradycardia alarm from a single bed in nicu to the ovv/surveillance picix's. The alarm is seen, however, not heard. The device was in use on a patient. There was no report of patient or user harm.